Event description:
It was reported that the sensor malfunctioned. The blood glucose reading was unknown. The caller stated that one sensor had missed the sensor bit which was inserted into the body. It was also noted that another 2 sensors had inaccurate sensor glucose readings compared with the blood glucose values. She stated that the second and third sensors kept going up and down despite the user having followed correct calibration procedure. The caller stated that the first 2 sensors had been discarded and that the third would be sent back for analysis. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per. The sensor failed per specification due to high readings. Unable to confirm the customer's complaint as customer did return the sensor without the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.